Event description:
Event description guidant received information that the patient had reported feeling fatigued. During a follow-up evaluation of the pacing system, review of histograms indicated that the patient was being paced at a rate well below the programmed lower rate limit 50% of the time. It was also noted that the device was included in the second population as described in guidant's january 21, 2006 physician letter. The decision was made to replace the device as it was nearing elective replacement time (ert). The device was explanted and successfully replaced. The device was returned for analysis.